Event description:
The customer reported that the system failed to produce fluoroscopy. No patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament power supply was evaluated and repaired. The system was tested and found to be working as intended and returned to service.